Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a sudden increase in the pacing impedances measuring above 3000 ohms on the right atrial (ra) lead channel. It was also noted that there was noise oversensing as well on this lead channel. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a sudden increase in the pacing impedances measuring above 3000 ohms on the right atrial (ra) lead channel. It was also noted that there was noise oversensing as well on this lead channel. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that this system continues to exhibit noise oversensing on the ra channel. During a recorded ventricular tachycardia (vt) episode, inappropriate anti-tachycardia pacing was delivered. Technical services (ts) was consulted to confirm if the recorded episode presented atrial fibrillation, however due to the known noise from previous episodes, it could not be confirmed whether there was noise oversensing or an atrial fibrillation. It was also noted that the parameters were reprogrammed to turn ra channel pacing off. No additional adverse patient effects were reported. This system remains in service.